Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the monomer did not flow into the syringe during the tha surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint states: ¿it was reported that the monomer (B)(4) did not flow into the syringe during the tha surgery on (B)(6) 2018. The surgery was completed within 30 minutes surgical delay by using alternative cement and there was no adverse consequence to the patient. No further information was provided by the hospital.¿ the device was not returned to blackpool for investigation. In order to set up properly for mixing, the handle should be pushed down into the mixing barrel before the liquid monomer is added. In this case it is probable that the monomer has been added while the handle is not in the correct position and the blades of the mixing paddle were left sitting above the cement powder and the vacuum has not affected the liquid intake as it should when properly used. Diagrams 3 to 6 on the IFU show the correct method of setting up the mixing system (see attachment (B)(4). Dva-104409-fde was reviewed for this failure mode (see attachment (B)(4). Extract from dva-104409-fde.pdf). Incorrect placement of parts that can interfere with the mixing are included on lines 351-356 and are considered as ¿broadly acceptable risk¿ (bar) with no further mitigation required. In conclusion, the most likely root cause for this complaint is not following the IFU instructions which has interfered with the vacuum mixing. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.